Manufacturer narrative:
Umano medical inc filling as the manufacturer (B)(4) filling as the importer/legal manufacturer.

Event description:
It was reported that bed slides on the floor when the brake position is engaged. It was reported that a hospital employee/ user was injured as a result of the issue. It was further reported that a nurse injured his back during patient transfer, but no details regarding the severity of the alleged injury were provided.